Manufacturer narrative:
(B)(6). Results: a sample was not returned for evaluation. Three customer photos were sent that showed the reported defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5155537. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that device 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter's green needle cover was cracked. No injury or medical intervention recorded.